Event description:
Customer's mother called to report that the insulin pump alarmed button error. Customer's blood glucose reading was around 250 to 300 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
Pump was received with intermittent button response due to flatten all the buttons dome switch. No button error alarm noted during testing. Unit passed displacement test, rewind, basic occlusion, occlusion, prime/a33 and no delivery tests. No excessive "no delivery" error alarm noted. Unit had minor scratched lcd window and cracked reservoir tube lip.